Event description:
The patient reported she noticed a lump the size of a dime on her right abdomen when she removed a vgo, which gradually became reddened, more swollen, warm to touch, painful and started to drain yellow pus. The patient stated she cleans the area with an alcohol pad before applying the v-go. The patient stated she believes this is happening because she has arthritis and is unable to press and slide the needle release button to retract the needle and has to remove the vgo with the needle still sticking out. Patient saw her hcp who prescribed bacitracin ointment to be applied topically every 24 hours with a bandage change every 24 hours. The patient reported that the "abscess" is starting to heal.